Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The no delivery alarm could not be confirmed due to the prime anomaly. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device had a cracked display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 202 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.